Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2020. The patient¿s parent stated the sensor wire remained in the patient patient¿s skin and the area was painful. The patient was evaluated in the emergency department (ed) where an x-ray was performed and confirmed the retained wire. The ed physician attempted to remove the wire under local anesthesia without success. The patient sustained a 1.5 ¿ 2-inch incision, sutures, and swelling. On (B)(6) 2020, the patient¿s parent stated the patient¿s leg was still sore, swollen, and painful with movement. No product was provided for evaluation. The allegation was confirmed based on the x-ray image that confirmed the retained sensor wire, however, the sensor wire was not able to be removed from the patient¿s body. The probable cause could not be determined. No additional patient or event information is available.